Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 3 of 3 mdrs relating to the same reported event. Please also see mdrs 3002806535-2011-00176 and 3002806535-2011-00177. This report filed (B)(6), 2011.

Event description:
Patient underwent primary hip procedure on (B)(6), 2007. Revision procedure was performed on (B)(6), 2011 due to pain. No further complications have been reported.